Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: due to wear of scopecover packing, water tightness is lost; scope cover is shaved; air/water cylinder has no color; scope cylinder has no color; air/water cylinder has foreign objects; scope cover unit has stain; due to adhesive peeling on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; air/water tube has foreign objects; jet tube has foreign objects; distal end cover has a scratch; adhesive around objective lens has discoloration; adhesive on bending section cover or distal sheath rubber has visible thread; connecting tube has a wrinkle; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera iii gastrointestinal videoscope, had insufficient angulation and the bending section cover or distal sheath rubber adhesive worn out. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that air/water tube and the jet tube had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in air/water (a/w)-channel, a/w-cylinder, and auxiliary water channel¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at s-cover packing. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.